Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing ablation followed by kyphoplasty at t10 and t11 due to metastatic tumor. Intra-op, patient¿s blood pressure and heart rate started to drop in the middle of second level ablation (after 1hour and 20minutes into the procedure). The anesthesia was reversed and fluids were given to her but both parameters continued to drop; and eventually, the patient coded after second level ablation was completed. Rapid response team was called and she was brought back after her heart stopped. Patient was sent to the ICU without ballooning or cementing. Patient had coded 2 days prior to the case, but was cleared by cardiology. Both levels were ablated but no ballooning or cementing have been done. According to the physician, the adverse event was related to patient's medical condition and not procedural related. On (B)(6) 2019, the patient was still in ICU but awake and responsive. No additional surgery has been scheduled yet. No patient complications have been reported since the operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.